Manufacturer narrative:
Date of actual event is unknown. Device is not being returned for evaluation. A review of the device history records and quality records associated with this manufactured lot confirmed that one additional complaint has been filed from this facility. No abnormalities were reported with this product during manufacture. (B)(4).

Event description:
It was reported that during a hip procedure, the surgeon was attempting to tighten the knot, when the suture broke. It was reported that the suture broke in the patient. The surgeon removed with grasper. The knot pusher was examined under magnification, and was observed t to look it looked fine. However, we removed it from service. The surgeon completed the procedure with a back-up device. The surgeon used the initially drilled hole to insert the back-up device. The patient was reported to be fine post operative.